Event description:
Per the clinic, the device was explanted due to device extrusion. The device was explanted (B)(6), 2011. It is unknown whether there are plans to reimplant the patient with another device as of the date of this report, (B)(6), 2011.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed (B)(4), 2012.